Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse inspected the device and upgraded the software to the current revision. The unit passed all tests. Covidien was not authorized to repair the device.

Manufacturer narrative:
Covidien reference # (B)(4).